Event description:
Ntaneous case was reported by a physician and describes the occurrence of medical device removal ("essure removal") in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery. Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter provided no causality assessment for medical device removal with essure. The reporter commented: this case belongs to one patient. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 869 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("device from right fallopian tube is displaced/ intracavitary part of essure"), device breakage ("intracavitary part of essure was removed leaving one fragment inside the tube"), pelvic pain ("pelvic pain") and abdominal pain lower ("continuous pain in hypogastrium") in a 41-year-old female patient who had essure (batch no. 731815) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vaginal delivery, anal fissure, cervical conization and nephrolithiasis. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and abdominal pain lower (seriousness criteria hospitalization, medically significant and intervention required). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("intracavitary part of essure was removed leaving one fragment inside the tube"). The patient was treated with surgery (removal of intracavitary part of essure on (B)(6) 2014) and surgery (laparoscopic removal of left essure and bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, abdominal pain lower and complication of device removal outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain lower, complication of device removal, device breakage, device dislocation and pelvic pain to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: bilateral tubal obstruction / well placed devices ultrasound scan - on an unknown date: device from right fallopian tube is displaced. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-oct-2018: regulatory authority added as reporter; patient¿s date of birth, weight, height and medical history were provided; causality was updated; primary reason for essure removal was pain; the reporter did not consider that essure caused or contributed to the incident occurrence of the events. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('device from right fallopian tube is displaced/ intracavitary part of essure'), device breakage ('intracavitary part of essure was removed leaving one fragment inside the tube'), pelvic pain ('pelvic pain') and abdominal pain lower ('continuous pain in hypogastrium') in a 41-year-old female patient who had essure (batch no. 731815) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, anal fissure, cervical conization and nephrolithiasis. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and abdominal pain lower (seriousness criteria hospitalization, medically significant and intervention required). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("intracavitary part of essure was removed leaving one fragment inside the tube"). The patient was treated with surgery (essure removal, laparoscopic removal of left essure and bilateral salpingectomy on (B)(6) 2017 and removal of intracavitary part of essure on (B)(6) 2014). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, abdominal pain lower and complication of device removal outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain lower, complication of device removal, device breakage, device dislocation and pelvic pain to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: bilateral tubal obstruction / well placed devices. Ultrasound scan - on an unknown date: results: device from right fallopian tube is displaced. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2021: no new clinical information received, update to imdrf/FDA codes only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ('device from right fallopian tube is displaced/ intracavitary part of essure'), device breakage ('intracavitary part of essure was removed leaving one fragment inside the tube'), pelvic pain ('pelvic pain') and abdominal pain lower ('continuous pain in hypogastrium') in a 41-year-old female patient who had essure (batch no. 731815) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, anal fissure, cervical conization and nephrolithiasis. Concurrent conditions included obesity. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria hospitalization, medically significant and intervention required) and abdominal pain lower (seriousness criteria hospitalization, medically significant and intervention required). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("intracavitary part of essure was removed leaving one fragment inside the tube"). The patient was treated with surgery (hysteroscopic removal of intracavitary part of essure on (B)(6) 2014 and laparoscopic removal of left essure and bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, abdominal pain lower and complication of device removal outcome was unknown and the pelvic pain had not resolved. The reporter considered abdominal pain lower, complication of device removal, device breakage, device dislocation and pelvic pain to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34.6 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: results: bilateral tubal obstruction / well placed devices. Ultrasound scan - on an unknown date: results: device from right fallopian tube is displaced. Lot number: 731815 manufacturing date: 2010/04 expiration date: 2013/04. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 9-mar-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a physician and describes the occurrence of device dislocation ("device from right fallopian tube is displaced/ intracavitary part of essure"), device breakage ("intracavitary part of essure was removed leaving one fragment inside the tube"), pelvic pain ("pelvic pain") and abdominal pain lower ("continuous pain in hypogastrium") in a 41-year-old female patient who had essure (batch no. 731815) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion hospitalization) and abdominal pain lower (seriousness criterion hospitalization). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("intracavitary part of essure was removed leaving one fragment inside the tube"). The patient was treated with surgery (removal of intracavitary part of essure on (B)(6) 2014) and surgery (laparoscopic removal of left essure and bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, abdominal pain lower and complication of device removal outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for abdominal pain lower, complication of device removal, device breakage, device dislocation and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2011: bilateral tubal obstruction / well placed devices ultrasound scan - on an unknown date: device from right fallopian tube is displaced quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-aug-2018: quality safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a gynecologist and describes the occurrence of device dislocation ("device from right fallopian tube is displaced/ intracavitary part of essure"), device breakage ("intracavitary part of essure was removed leaving one fragment inside the tube"), pelvic pain ("pelvic pain") and abdominal pain lower ("continuous pain in hypogastrium") in a 41-year-old female patient who had essure (batch no. 731815) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced pelvic pain (seriousness criterion hospitalization) and abdominal pain lower (seriousness criterion hospitalization). On (B)(6) 2014, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and complication of device removal ("intracavitary part of essure was removed leaving one fragment inside the tube"). The patient was treated with surgery (removal of intracavitary part of essure on (B)(6) 2014) and surgery (laparoscopic removal of left essure and bilateral salpingectomy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device dislocation, device breakage, abdominal pain lower and complication of device removal outcome was unknown and the pelvic pain had not resolved. The reporter provided no causality assessment for abdominal pain lower, complication of device removal, device breakage, device dislocation and pelvic pain with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2011: bilateral tubal obstruction / well placed devices ultrasound scan - on an unknown date: device from right fallopian tube is displaced. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on (B)(6) 2018 for the following meddra preferred terms: device breakage: the analysis in the global safety database revealed 2.777 cases. Device dislocation: the analysis in the global safety database revealed 3.652 cases. Pelvic pain: the analysis in the global safety database revealed 11.789 cases. Abdominal pain lower: the analysis in the global safety database revealed 1.296 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to these meddra pts. Most recent follow-up information incorporated above includes: on 23-jul-2018: reporter information, patient date of birth, lab data, essure indication, removal date, lot number and events device from right fallopian tube is displaced, pelvic pain, continuous pain in hypogastrium, intracavitary part of essure was removed leaving one fragmente inside the tube added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.